Manufacturer narrative:
The long bipolar grasper instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip tips. The long bipolar grasper instrument was found to have a broken grip at the midpoint of the grip. A piece approximately 0.119" x 0.315" was found to be broken off. The broken piece was not returned. The root cause of broken instrument grips -tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. No image or video clip for the reported event was submitted to isi for review. The long bipolar grasper (part# 471400-10; lot# k10220328 0190) was last used on 07-sep-2022 on system sk5199 with 11 uses remaining. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the long bipolar grasper instrument was not clamping on tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.